Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, during a routine remote patient follow-up on the latitude remote patient monitoring system, the technician noted this subcutaneous implantable cardioverter defibrillator (s-ICD) had declared a battery depletion (bd) error. Technical services (ts) reviewed available device data via latitude and determined there was a temporary drop in battery voltage due to device beeping as a result of recent magnet applications. The device is depleting normally, and the battery voltage is expected to recover. It was later added by the local area field representative that the same day the bd error was recorded the patient had undergone surgery with the probability that a magnet was applied on the device during the procedure, although the type of magnet is unknown. No adverse patient effects were reported.